Event description:
A phlebotomist stuck their finger when they attempted to activate the safety device on the winged blood collection set. The phlebotomist reported that they noticed that the safety shield was not aligned with the needle bevel, as seen on other sets. They proceeded with the venipuncture and after the procedure they pressed their index finger against the safety device. Reportedly, the safety shield did not cover the needle because it was positioned on the side of the wing hub that was opposite from the needle bevel and subsequently they stuck their finger. In vitro diagnostic testing was performed as a standard precaution, but medical treatment was not deemed necessary.